Event description:
Reporter stated that the performa system generated an e1 message while attempting to test pt's blood glucose. Reporter stated that she continued trying to test pt's blood glucose, for the next 1.5 hrs, but was unable to successfully perform a test. Pt reportedly began exhibiting symptoms of hypoglycemia (sweaty and clammy). Reporter treated pt with "instant glucose" and then transported her to the hospital. Pt was reportedly monitored at the hospital for the next four hrs. No add'l treatment was reported. Pt's current condition is reported as "fine". The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in another country.